Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking pneumo throughout the case. It was suggested to the surgeon to change out the trocar for a different code and the pressure level improved however it was not at the 18 or 19 pressure range needed. The other device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: (B)(6).